Event description:
It was reported that this recently implanted pacemaker alerted for an atrial arrhythmia burden. The stored electrograms (egms) recorded atrial tachy response (atr) episodes with occasional atrial undersensing. Further review was recommended. At this time, the device remains in-service. No adverse patient effects were reported.